Event description:
The event occurred in the us. It was reported that a hls set was received and the outer package was fine however the tray (ip 1) of the set had a hole according to the provided picture. The hls set was not used. No harm to any person has been reported. On (B)(6) 2026. The ssu provided new information as follows: the ssu inspected the hls sets upon receipt at our warehouse. There were no rejections for lot 3000533566 during the ssu inspection. The customer inspected the packaging when they opened it, before patient use. The tray has the puncture hole. As the product became unsterile and there is a potential risk for a patient, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.